Event description:
Contact in switzerland reported that after successful fixation, the patient experienced post-operation pain two weeks out. Revision was performed in 2002. Portion of the cufftack implant was found to be broken off and subacomial inflammation was noted. Pieces were removed.